Manufacturer narrative:
Fields d1, d4 of the emdr is for original iabp system 98; however, this iabp was upgraded to a cs300 intra-aortic balloon pump, portuguese, 220v, catalog#0998-00-3023-68 UDI#(B)(4), which was reported by the customer. A supplemental report will be submiteed upon the completion of investigation.

Event description:
It was reported by customer that cs300 intra aortic balloon pump had displayed repeated alarm disconnection to the balloon. Also the customer stated that there might be a possible leak. The event circumstance, patient involvement and injury information were not specified.

Event description:
It was reported by customer that cs300 intra aortic balloon pump had displayed repeated alarm disconnection to the balloon. Also, the customer stated that there might be a possible leak. There was no injury reported.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, b5, g1- contact person at mfg site, g3, g6, h2, h6- type of investigation, investigation findings, investigation conclusion code, health effect -clinical code, health effect -clinical impact code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, no error logs to download unable to duplicate failure. Performed p.m. Procedures per manufacturers specifications. All test passed. Returned unit to customer in good condition. Completed product inspection per customer/manufacturer requirements.